Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was over 400 mg/dl. However, the customer stated that the elevated blood glucose level was not due to the reported issue as they had not administered a bolus after eating.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.